Event description:
According to the information received, upon deployment and after being released from the cable, the disc of a 16mm amplatzer septal occluder (aso) occluded the aorta and caused aortic insufficiency. The 16mm aso was removed percutaneously with a 10 mm snare and replaced with a 14mm aso. The patient was admitted to the cardiology inpatient unit.

Manufacturer narrative:
Additional information received: an 8f amplatzer torqvue 45 deliver system (dtv45) was advanced over the superstiff guidewire and positioned with the tip in the left upper pulmonary vein. The guide wire and dilator were removed, and the 16mm amplatzer septal occluder (aso) was advanced to the tip of the delivery sheath. The sheath was drawn back and the aso was placed within the atrial septal defect. Careful assessment of the atrial septal defect, the asd rims, and the surrounding structures then proceeded. This included a careful assessment of the retroaortic area and the aso devices' relationship to the aorta. There did not appear to be impingement upon the aorta. The aso was therefore released. However, post release, transesophageal echocardiography (tee) showed that with the release of the cable, the device had shifted such that the left atrial disk was impinging upon the aorta. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The 16mm amplatzer septal occluder (aso) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. A cd that contained transthoracic echocardiograms performed the day following the procedure was reviewed. A 16 mm asd device was in place. The images were strongly suggestive that the device was large for the size of the septum in 4-chamber view. No effusion was seen. The 2nd cd had fluoroscopic images of balloon sizing, and first and second device placement. The balloon sizing appeared to be significant balloon stretching of the atrial septal defect. A small defect was also noted on the inferior vena cava rim. A 16 mm device was placed. After placement, the left disc edge was very close and touched the mitral valve leaflet. On the aortic rim side, the left disc seemed to buckle with the edge of the disc turned inward. The most likely cause of the device embolizations did not appear to be device related but rather related to user technique and patient anatomy. The amplatzer septal occluder IFU informs that embolization is a potential adverse event that may occur during or after a procedure placing this device. The amplatzer septal occluder IFU warns that the physicians must be prepared to deal with urgent situations, such as device embolizations, which require removal of the device. This includes the availability of an on-site surgeon. The amplatzer septal occluder instructions for use (IFU) warns that balloon sizing should be used to size the atrial septal defect using a stop-flow technique. Do not inflate the balloon beyond the cessation of the shunt (ie, stop-flow). Do not overinflate. The amplatzer septal occluder IFU warns to not select a device size larger than 1.5 times the asd diameter measured by echocardiography before balloon sizing. The amplatzer septal occluder IFU warns the user to not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.